Manufacturer narrative:
UDI: device was manufactured in 2012 and there is no UDI. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Ge healthcare's investigation is on-going at this time.

Event description:
A customer observed a little bit of smoke coming out of the vivid s6 ultrasound system. There was no open fire, and a foam extinguisher was used to extinguish the smoke. The customer reported no impact to patients or the user.

Manufacturer narrative:
Gehc's investigation has completed. The vivid s6 diagnostic ultrasound system was replaced to correct the issue. The failed component, the lithium battery, was evaluated to determine root cause of the smoke and/or smoldering. It is concluded the most probable root cause is a failure within a lithium ion cell which caused the battery to fail and led to thermal runaway. There were no open flames or fire or risk of toxic effects due to the construction and materials that conform to safety standards. The risk file was evaluated and it is concluded that mitigations are appropriate and sufficient. Additionally, the complaint file was reviewed and it is concluded there are no trends of lithium ion cell failures. Therefore, gehc has concluded no further action is required at this time.